Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the implant was not inflating. After the procedure, it was noticed that the device had a hole and that is why it was not working. The patient is healing.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the implant was not inflating. After the procedure, it was noticed that the device had a hole and that is why it was not working. The patient is healing.